Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation with a backup battery (ebb) fault. The patients system controller was exchanged in the evening due to an ebb fault that was not resolvable by self-testing, ebb ribbon reseating, or ebb replacement. There was an abnormal alarm tone during self-testing. The log files were attached from the patient¿s new primary controller, immediately after the controller exchange was performed. The patient¿s instantaneous parameters appeared to have returned to baseline. The event log file contained 2 records of data after connection to the left ventricular assist device (lvad) and clock synch. Based on the data visible to us in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Log files were sent from the replaced system controller for evaluation. The event log file recorded a backup battery fault event at 15jun2026 19:23:40. This event appeared to have occurred after the system controller attempted a load test. The fault cleared and returned several times during this history.